Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system was hospitalized and their system explanted due to infection. The patient received intravenous antibiotics; no information provided on a replacement system at this time.